Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the representative that the luke handpiece locked out during operation of handpiece with an unknown blade. Opened another device to complete the case. There was no consequence to pt.